Event description:
A report was received that the patients lead had migrated 5-6 mm. The physician decided to perform a revision procedure wherein the lead was pulled back by 2-3 mm and repositioned. No additional information was reported.